Event description:
The catheter was inserted into the left superior member and fixed with tegaderm, and the extension secured with tape. The catheter had been in use approximately 36 hours. During infusion of furosemide with a syringe, the nurse observed leakage and when the dressing was removed, the catheter was not found. The catheter was not found in the pt's bed. X-rays were performed on the chest and arm in attempts to locate the catheter, along with a doppler usg in the arm. The catheter was not found. Phlebotomy with an approximate 5cm resection of the vessel was performed to locate the catheter. This was unsuccessful. Finally, an echocardiography was performed without success, as the catheter was not found. The pt is stable in the ICU and there was no harm to the pt as a result of the incident.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: (B)(6) 2011.